Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v576606, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported by the patient's husband that while stimulation was turned on, the patient had no stimulation sensation. They hadn't used programmer in years. They did get programmer on and it shows 3.0 on program 2. Caller had increased setting and patient continues to not feel stimulation. While on the phone, caller increased to 5.5 but patient did not feel any stimulation. Patient previously felt stimulation when they would increase setting and patient always felt stimulation a little bit. The patient had a loss of therapeutic effect. Patient had been going to the bathroom more. Caller indicates there was no known accident or incident related to this complaint. Caller states therapy had not been helping since (B)(6) time. The patient was diagnosed with interstim other, urinary and bowel dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. It was reported over a year later by the patient's husband that the first one, the patient did something while exercising and it had to be replaced.